Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported that one of their transmitters shuts off spontaneously. It was stated that both were implanted in (B)(6) 2015, and the patient stopped carrying their phone in the breast pocket after the first incident on the week prior to date notified. However, on date notified it shut off again. They suspect it may have been caused by the (B)(6) wrist meter. The patient's indication for implant is movement disorders. See related regulatory report 3004209178-2016-25247.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.